Event description:
(B)(4). In 2004 I receive the essure implants since then I painful periods, blood clot, recurring bv, uti's, high blood pressure, bad vision, weight gain, joint pains, losing hair, smelly armpits,can't seem to get clean in between my legs, back pains.